Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact (no lifting or peeling observed; however, the backlight button and up arrow buttons were intermittently responding during testing, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the ok button was slow in activating the desired pump functions. The keypad is reportedly intact and the pump reportedly has not been exposed to moisture. There was no adverse event associated with this complaint.